Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown/38 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: safety and efficacy of combined dilation/stenting of venous abnormalities, including complete obstructions, during lead extractions in patients with congenital heart disease. Journal of cardiovascular electrophysiology. 2024; 35:694¿700. Doi: 10.1111/jce.16202. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding concurrent lead extraction and dilation/stenting of venous pathways. The authors described patients who underwent interventions for venous obstructions. Reasons for the procedures were due to atrial lead malfunctions, superior vena cava (svc) or inferior vena cava (ivc) obstruction, or baffle leak. One patient went into atrial tachycardia during angiography but self-terminated during stent placement, but then went into ventricular fibrillation (vf) later following a lead dislodgement and required a shock. The lead was ultimately replaced. Another patient developed hypoxemia, and a chest x-ray revealed a small right-sided pleural effusion and atelectasis. This patient was given supplemental oxygen and was diuresed. A pressure ulcer was also noted on them before discharge. There were two patients that required blood interoperative transfusions. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.